Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the insulin pump alarmed battery out limit after a battery change. The customer's blood glucose was 70 mg/dl. The customer also stated that the keypad of the insulin pump was unresponsive. The discontinuation of the device was advised. Nothing further was reported.